Event description:
Staff experienced issues with obtaining nibp readings and obtaining reliable nibp readings on a neonatal patient while following the recommended protocol invivo has provided. They used the appropriate cuff and profile setting for the patient, but the unit would not provide reliable readings. The patient was harmed as a result of staff not having the patient data they needed to properly monitor the patient during a scan and an internal investigation is being performed. Concerns about using this product for nibp specifically in neonatal patients are amplified in light of this event. Invivo is investigating the site's usage of the product and feels their recent software upgrade solved the issues staff previously had with obtaining neonatal nibps.